Manufacturer narrative:
Additional information: h6 and h10. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported that location of the breakage was on the tubing (reported as silicone) of the transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in follow-up MDR #1 is being corrected from blank to 07/21/2021.

Manufacturer narrative:
The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fluid leakage and breakage from a transfer set (tubing) which resulted in bacterial peritonitis. It was reported three days prior to the episode the patient covered the transfer set with electrical tape. The cause of the leakage/breakage was not reported. The same day as event onset, the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics for the event. It was reported the transfer set was changed. The patient was discharged 12 days after hospital admission. Action with pd therapy was not reported. At the time of this report, the patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.